Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had iui-female(left) - communication failure. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex b: b01, annex c: c0201, annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of left iui communication failure was confirmed. On 31-oct-24, lvp was received unboxed and with paperwork. The stated issue of left iui communication failure was confirmed visually. Internal inspection revealed unit intermittent due to cold solder joints on lvp logic board u12. Defective material from supplier. Device to be returned to (B)(6) repair center for processing. Recommend bd (B)(6) repair center replace failed lvp logic board. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had iui-female (left) - communication failure. There was no patient involvement.